Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump was delivering insulin inaccurately. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2015 with the following findings: a review of the pump history showed that the last basal and bolus deliveries were on 02/17/2015. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump performed a delivery accuracy test and was found to be delivering within the required range and delivering accurately. Unrelated to the complaint, evaluation revealed that the display screen was discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. The returned battery cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.